Event description:
Information was received from a patient who was implanted with two implantable neurostimulators (inss) for non-malignant pain. The pt does not recall if it was their lumbar system or their cervical system that was implanted first, so they could not confirm which ins was for their lumbar system. The pt reported that about "2 years ago" an infection was suspected with their lumbar system, which led to a system explant surgery. The explanting physician did not see any signs of infection at the explant. An electrode was left in the pt from that explant surgery. The pt reported they can't have an MRI now because of that electrode remaining in them. There were no device or therapy issues reported for the pts cervical system, but stated that the cervical system was explanted when they had a pump system implanted on (B)(6) 2022. The status of the explanted spinal cord systems is unknown and the pt has not been able to confirm which system was their lumbar system because the doctors that were involved with these devices were no longer ava ilable as one had retired and the other had left the state. The pt did report they had worked with a couple manufacturing representatives (reps), so follow up will be sent to the reps to see what information can be obtained from them. Additional information was received on october 7, 2022. One of the two reps reported they were not involved with the suspected infection with the lumbar system and had no further information to provide. Rep also confirmed that the physicians involve were no longer available to gather information from as one had retired and the other had moved to new york. The second rep reported that they were involved with the patient's trial and their implant in may, which they confirmed was the lumbar system that was implanted in (B)(6) 2020. This rep also was not aware of any problems with the lumbar system.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot# serial# (B)(4) implanted: (B)(6) 2020 product type implantable neurostim ulator product ID 977c290 lot# serial# (B)(4)implanted: (B)(6) 2020 product type lead product ID 977c265 lot# serial# (B)(4) implanted: (B)(6) 2020 product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 07-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.